Manufacturer narrative:
Discarded.

Event description:
It was reported that the device broke and that device material was left in the patient. It was further reported that there was no medical intervention or additional adverse consequences to the patient.